Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: gif/cf/pcf type 290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf type 290 series reprocessing manual chapter 5 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found a cracked adhesive on the bending section cover, a chipped bending section cover, a corroded scope connector cover, a shaved suction cylinder, a defective pc board, the water removal ability didn't meet the standard value, a discolored control unit, and a flare that occurred due to a scratch on the objective lens. In addition, the following components were also found scratched: switch box, scope connector cover unit, suction connector, protector of the universal cord on the suction connector, universal cord, lock engagement lever, forceps elevator knob, upward/downward angulation control knob, right/left knob, and plastic end distal cover. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope's switch 4 didn't respond. The issue was found during an unspecified event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Per additional follow up from the customer, it is unknown if the device was cleaned, disinfected, and sterilized the product before it sent in for repair. It is not known when the foreign material adhered to the nozzle. It is also unknown if there was a delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution.